Event description:
As reported, the alarms of this ev1000 platform did not function. Patient demographics and more detailed information unable to be obtained. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Added information to section d9, h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The device was received for evaluation. The report of alarms not functioning could not be confirmed. No defect was found from visual inspection. Ev1000ni pump unit was tested, the monitor was not provided by the customer. No logs could be extracted from our side as no monitor was received. As per evaluation in the technical service center the alarm for the battery remaining capacity was not functional, the monitor turned off once the battery was depleted displaying full battery icon and no alarms alerting that the platform will shutdown. After discharge and charge several times the issue disappeared, the alarm was functional and icon battery indicate level of battery remain capacity. Other alarms were functional since the beginning of the evaluation. Further evaluation was performed by the original manufacturer. As received the evpmp, the battery was fully drained. When connected to a known working ev1000 panel the battery indicator on the panel was red and showed that the battery was charging. The unit was left connected to ac power to charge the battery. After charging overnight all battery levels were passing and the battery indicator on the monitor was green. The ac power was removed and the system was monitored. Over time the battery percentage decreased, and the indicator functioned properly. The low battery popup displayed before the device shutdown. This was repeated 2 more times with no issues. The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the evaluations performed, no defect was found. Also, based on the available information, there is not sufficient evidence to suggest that the device related issue resulted from incorrect/inadequate labeling/IFU/training manual, use error, or patient/procedural factors.